Event description:
During a revision procedure, a broken tine from the bone driver prevented removal of the originally implanted screw. The broken tine could not be recovered and remained in the screw after completion of the surgery.

Manufacturer narrative:
An original lumbar spinal fixation surgery using lanx rods/screws was performed on an unknown date. A revision surgery was performed for additional fusion at a level above the original construct on (B)(6) 2008. The indented approach of the revision surgery was removal of the original rod/screw construct, although no information provided suggested a malfunction of the original construct. Because the screw could not be removed as originally planned, the surgery was completed by utilizing the previously implanted screws, the addition of lanx pedicle screws and set screws at the level above the original construct and the use of another manufacturer's rod for fixation. The surgeon chose to utilize another manufacturer's rod to complete the construct, even though the lanx system provides a complete selection of rods to accommodate the procedure. This event is being reported as part of a retrospective review of the company's complaint records. The company has recently re-evaluated this event based on new information and has determined that the event may be MDR reportable. Accordingly, the company is submitting the report in an abundance of caution to ensure full compliance. Information regarding use of device unknown, no device returned for evaluation.